Manufacturer narrative:
Concomitant medical products: product ID: 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. Product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).

Event description:
It was reported that the previous implant of the patient was explanted due to infection months after being implanted. The explant date, doctor, or account information was not available at time of report. No device issues or malfunctions were noted, and the patient outcome remains unknown. Follow-up has been conducted, and a supplemental report will be submitted if additional information is received.